Event description:
It was reported that the impedance was inconsistent and high in the defibrillation portion of the lead. It was explanted and replaced. During the replacement procedure, impedance on the analyzer measured high on the rv (right ventricular) coil and low on the svc (superior vena cava) coil. Coil fracture was noted. The patient subsequently called and reported lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other text : it was reported that the impedance was inconsistent and high in the defibrillation portion of the lead. It was explanted and replaced. During the replacement procedure, impedance on the analyzer measured high on the rv (right ventricular) coil and low on the svc (superior vena cava) coil. Coil fracture was noted. The patient subsequently called and reported lead fracture. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed mechanical tests performed visual examination, component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of impedance, low.